Event description:
On (B)(6) 2012 the patient was implanted with two distractors. On (B)(6) 2013 the surgeon performed a removal of two distractors because they were ready to come out and noticed they were not distracting to the bone. The distractors were relapsing at 30 percent and not functioning. At the time of the removal of the distractors two of the foot plates broke. The procedure was prolonged by an unspecified amount of time, taking longer than the normal procedure time. This is 7 of 8 reports for this event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Product development engineer advised on (B)(4) 2013 that additional part needed to be added to the complaint. A manufacturing evaluation was conducted and the report indicates the distractor was received with no visible signs of wear. The extension arm is flexible and the laser marking is clear and legible. The extension arm is attached to the distractor body. The manufacturing evaluation for the distractor showed the extension arm conformed for all the dimensional and functional specifications. The device history record (DHR) review showed that there were no issues during the manufacture that would contribute to the complaint condition. The DHR review of the raw material showed that there were no issues during the manufacture that would contribute to the complaint condition. A product development evaluation is currently in process. Investigation is on-going.

Manufacturer narrative:
This device used for treatment and not diagnosis. For the right bc distraction assembly, the location of the fracture on the footplate is through the screw hole closest to the distractor body; this fracture was noted to have been caused at time of removal. The plate appears to be contoured through the region of breakage; it is unclear whether this occurred pre-operatively or at the time of removal. The fracture pattern and location is consistent with bending fractures that can occur during removal. The 30 percent relapse noted in the complaint did not occur on this distractor assembly; the distractor was fully extended as seen in the provided x-rays at time of removal. Therefore, from a design perspective this complaint condition is invalid because mechanism of breakage is excessive bending that resulted in plate breakage. The design risk assessment is adequate for the intended use.